Event description:
During cardiopulmonary bypass, the standard heat exchanger on the patient circuit had gone dark, likely indicating a blood to glycol leak. We deprimed the heat exchanger to prevent or reduce the risk of the leak reversing to glycol to blood. The patient received fomepizole as a preventative treatment. To note: the exchanger had started rewarming from 32 c to 37 c about 15 minutes before the color change in the heat exchanger was noted.